Event description:
While I was in the shower, washing myself, a small piece of hard plastic fell out of my vagina. Since the only 2 things that go into my vagina are kotex tampons and a condom covered penis, my conclusion is that this piece of plastic was a part of a defective tampon. I visited my gynecologist the day after this episode, as I was having severe cramping and I wanted to ensure there was no infection. My doctor concluded the same thing as I, also adding that this piece of plastic looked very similar to the top of a test tube. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: I had my period, so I used tampons.